Event description:
It was reported by service report that the lever arm for the fowler is disconnected from the filter frame on the right side of the fowler. The fowler becomes obstructed by the lever arm and it will not lower fully. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Fowler lever arm.